Event description:
The report stated that there was a laparoscopic cholecystectomy procedure in 2008. The site contacted the covidien sales representative to notify them that the patient died one day after the procedure. A covidien forcefxc es was utilized with a laparoscopic instrument that had visible insulation failure post-surgery. This handpiece was not a valleylab product. The force fxc was used on a range of 30-50 watts fulgerate coag during the procedure.

Manufacturer narrative:
The doctor performing the autopsy concluded, "it is my opinion that death resulted from the gangrenous gallbladder which was due to the carcinoma of the gallbladder."